Event description:
A 2.1 cc tubing broke at the site of the tubing meeting the connector; should never disconnect there. This was discovered while priming the tubing that was not connected to patient.